Event description:
On (B)(6) the lay user/patient contacted lifescan austria alleging that their onetouch verioiq was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 1:24am on an unspecified date in (B)(6). The patient reported obtaining a blood glucose reading of 463mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lifescan to determine the possibility of inaccuracy. The patient manages their diabetes with self-adjusted insulin. The patient reported taking ¿at least 10 units¿ of insulin in response to the reported readings. The patient reported that two hours later they developed symptoms of ¿sweating, restless and uneasy¿. The patient stated that they associated these symptoms with hypoglycemia. The patient reported self-treating these symptoms with chocolate at 3:38am. The patient reported testing their blood glucose again on the subject meter and obtained a reading of 74mg/dl. At the time of troubleshooting the cca verified that the unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient may have developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.